Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer treated with a bolus. The customer indicated that the pump alarmed low battery. Customer was assisted with meter change and battery information. Customer declined to troubleshoot for high readings as they had a coffee that raised their blood glucose.